Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient fell onto the spinal cord stimulator (scs) implantable pulse generator (ipg) site causing the patients' pre-existing pain to return due to inadequate stimulation, and discomfort at the ipg site. The patient underwent a procedure in which the ipg was replaced and is doing well postoperatively. The device will not be returned for analysis as it was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Correction to the following sections: h6: device codes.

Event description:
It was reported that the patient fell onto the spinal cord stimulator (scs) implantable pulse generator (ipg) site causing the patients' preexisting pain to return due to inadequate stimulation, and experienced discomfort at the ipg site. The patient underwent a procedure in which the ipg was replaced and is doing well postoperatively. The device will not be returned for analysis as it was discarded by the facility.